Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, an evaluation of this right ventricular (rv) lead was performed. Analysis showed that the blood or body fluid in the lumen was noted due to damaged insulation. Electrical continuity testing passed, indicating conductors were intact. Insulation damage was observed that was consistent with lead-on-can abrasion. Moreover, a surface lead on lead abrasion was noted on the opposite side of the lead and on the hv terminal leg. Laboratory analysis confirmed reported allegation.

Event description:
It was reported that this right ventricular (rv) exhibited noise. Additional information was obtained which indicated that the physician observed suture sleeve was tied down excessively tight and believed this may have been the cause of the noise. The lead was explanted, and new lead was placed. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) exhibited noise. Additional information was obtained which indicated that the physician observed suture sleeve was tied down excessively tight and believed this may have been the cause of the noise. The lead was explanted, and new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.